Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal on (B)(6) 2015. Patient reset the device and it did not resolve the issue. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Device failed functional testing. The root cause was determined to be a failed transmitter. A CAPA has been initiated for this issue.